Manufacturer narrative:
Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. Please note it is possible the fm/¿fluid/film¿ observed in the syringe is silicone. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Event description:
Material#: 309657. Batch#: 3130978. It was reported by the customer that there was a fluid/ film on the inside of their 3ml syringes (sku #309657// lot #3130978). Verbatim: found that there was a fluid/ film on the inside of their 3ml syringes (sku #309657// lot #3130978).

Event description:
It was reported the bd luer-lok had foreign matter. The following information was provided by the initial reporter: "found that there was a fluid/ film on the inside of their 3ml syringes (sku #(B)(4)// lot #3130978).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.